Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021 during a nursing home visit, the patient's gastrostomy area was slightly irritated and had fluid. After a visit to a pathologist-infectious diseases specialist due to the fact that the patient was extracting enough fluids in the area of the ostomy, a culture was performed and an unspecified germ was found. The patient was treated for 12 days with augmentin (250 + 62.5) mg, where it ended in early (B)(6). After the antibiotic treatment, the fluids in the area subsided.